Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. After implantation of the impella 5.5, the patient was transferred to the intensive care unit. During this, a purge system blocked alarm occurred. The error could not be resolved and a new impella 5.5 was placed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The impella 5.5 was visually inspected and no biomaterial was found around impeller blade. Some bending/waving of catheter around the 55 to 60cm mark near cath anchor. Pump was connected to console and purged for around 5 minutes and high purge pressure values and alarm were reproduced. Pump was run at p-9 and high purge pressure resolved when running. Clinical details noted that a "purge system blocked" alarm was triggered during ICU transfer. The cause of the purge system blocked could not be determined as no data logs were returned to confirm pump metrics at time of high purge pressure alarms, no cause of purge system blocked were observed on returned product, and limited clinical details at time of increased purge pressure instance.